Event description:
It was reported that the patient with this pacemaker had exhibited infection. Reportedly, the patient's implant follow-up was performed at the said facility, but an infection occurred, and the patient's condition deteriorated. The patient was referred to and taken to another facility for system removal. A revision was performed, and the pacemaker, along with the right atrial (ra) lead and right ventricular (rv) lead, were explanted. Additional information indicated that the patient had a pleural effusion and was drained. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.